Event description:
Information received via complaint form states as follows: urine output of a female patient had to be monitored starting from 6:00am to 10:00am, 330ml urine flowed into control chamber. In the course of the morning patient turned unstable so nobody was surprised that she produced no more urine from 10:00am t0 13:30pm no urine in control chamber. Physician instructed to apply diuretic and infusion. At 14:00pm no urine. When inspecting device it turned out that the bed was soaking wet, after shaking the afferent tube suddenly 1500ml shot into control chamber. Care giver confirms that there were no kins in the tube, and they presumed that the anti-reflux valve was tight.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that patient was administered lasix 20mg (diuretic) and elomel 500ml infusion for treatment of current situation as described in this case. Cno entered for lot number; however, an investigation was conducted on (B)(4) 2013 based on the review of the device history record for the most most probably (B)(4)" due to statement on form under lot number and no deviations were found. The complaint issue as "no urine flow/blockage" has been investigated previously and the following potential root causes are as follows: in use-unometer placed above bladder height; misuse - lumen tube hanging in loops; in-use-back pressure on nrv - position of kombikon on thigh. It is concluded that these potential root causes identified above point toward a failure of the product due to the modus operandi when in situ, not necessarily a product fault, but more how it is used in error. Adverse event monitoring will continue to be performed, tracked and evaluated according to convatec, inc. Convatec inc. Procedures. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.